Event description:
An ultraflex esophageal stent was used in an esophageal stenting procedure (patient gender, age, and weight unk) in 2007. According to the complainant, "following stent deployment, "x-ray revealed that the stent was twisted and the end was kinked...they decided to remove the stent with a grasping forceps (manufacturer unk) the finished the procedure with another ultraflex esophageal stent." Reportedly, the patient was "ok" following the procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed; therefore, the relationship between this device and the cause of this event is undetermined. A search of the complaint database did not identify any additional complaints recorded for the same lot.